Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_androidomnipod software app version: 4.0.2operating system: cp1a.260405.005hardware: pixel 7cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s parent the patient's blood glucose level rose to 393 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site, the pod's cannula was found bent and the site was bloody.